Event description:
In 2003 a dental implant was placed in tooth location #29. In 2006 - the implant was removed from the pt's mouth. Two months later - the clinician was contacted. She stated the pt's implant was fully integrated for three years. The abutment screw fractured inside the implant and could not be retrieved from the implant. The clinician performed a second surgery and trephined out the implant. Another implant was placed at that time and the pt is currently doing fine.